Event description:
It was reported that the system exhibited a complete loss of motorization functionality. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.